Manufacturer narrative:
The production history has been checked. Gce requested the physical involved device for investigation in gce accredited lab.

Event description:
Origin description in customer´s letter, dated (B)(6) 2026: "in (B)(6) 2026, an incident occurred at a customer site in estonia involving a medireg ii 02 ss regulator used in connection with an oxygen cylinder. During use, heat and a localized fire were observed at the connection point between the regulator and the cylinder valve. The situation was promptly contained, the device was taken out of service, and no injuries were reported.".